Manufacturer narrative:
The in-situ implant reached maximum extension after 6 years and 8 months in place. A new custom distal femur jts has been successfully implanted with no reports of complications. The patient has reached the maximum length associated with the in-situ device, due to skeletal immaturity and continued growth. There is no failure of the in-situ implant. It functioned as intended. The complaint is being closed, and is being tracked and trended.

Event description:
(B)(4). The surgeon has reported that the custom jts distal femur implant currently in situ has reached its maximum extension and therefore the patient requires a replacement in order to allow for additional lengthening.

Manufacturer narrative:
There is no reported device failure; the device has reached the end of its life. The patient has grown and requires additional lengthening of her implanted leg. The revision has not yet been scheduled. This is an ongoing investigation. A supplemental report will be submitted.

Event description:
The surgeon has reported that the custom jts distal femur implant currently in situ has reached its maximum extension and therefore the patient requires a replacement in order to allow for additional lengthening. (B)(4).